Event description:
Boston scientific received information that this patient expired due to heart failure. The patient's wife reported that the coroner noted the device never fired at the time of the patient's death. There was no clear evidence of malfunction and it was unclear how the coroner knew the device did not provide therapy. The patient was buried with the device, the patient's wife was referred to the patient's cardiologist to discuss programming and behavior of the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.